Manufacturer narrative:
Batch review performed on 09 january 2017. Lot 132871: (B)(4) items manufactured and released on 08 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to feeling unstable. The surgeon swapped the poly. The surgery was completed successfully. X-rays are not available, explants are not available.